Manufacturer narrative:
The service territory manager (stm) replaced the scroll compressor. The log files were deleted during the pm. The cardiosave passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter is a (B)(6) service territory manager. His contact information is as follows: (B)(6).

Event description:
During preventive maintenance (pm) of the cardiosave, performed by company service territory manager (stm), the compressor failed the pressure/regulator test. No patient involvement or adverse event reported.